Event description:
It was reported that during a low anterior resection procedure, the anvil was detached while the doctor was closing the anvil. The doctor then tried again, but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.